Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. The customer's blood glucose (bg) level was 106 mg/dl. The customer was sent an alternate usb cable in an attempt to resolve the charging issue. Multiple contact attempts were made by tandem technical support to determine if the alternate usb cable resolved the issue. However, the customer did not respond.